Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.